Manufacturer narrative:
An event regarding abnormal ion level involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: the event description from the product inquiry summary states: it was reported through the filing of a lawsuit that allegedly the patient was implanted with and lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2013 and has not yet scheduled a surgery for explantation of the femoral head. It is further alleged that he suffered injuries as a result of implantation of the devices at issue, device recall and excessive levels of cobalt and chromium in his blood. Implant records from (B)(6) 2013 verify that a v40 cocr lfit femoral head was implanted. No documentation was provided that would support injuries related to its implantation. Should additional information become available I would be happy to further this assessment. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical records by a clinical consultant indicated: 'implant records from (B)(6) 2013 verify that a v40 cocr lfit femoral head was implanted. No documentation was provided that would support injuries related to its implantation.' The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, and the primary/revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with and lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2013 and has not yet scheduled a surgery for explantation of the femoral head. It is further alleged that he suffered injuries as a result of implantation of the devices at issue and excessive levels of cobalt and chromium in his blood.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with and lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2013 and has not yet scheduled a surgery for explantation of the femoral head. It is further alleged that he suffered injuries as a result of implantation of the devices at issue and excessive levels of cobalt and chromium in his blood.